Event description:
The customer reported to olympus that they cannot properly configure the wireless footswitch to the laser system. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date could not be determined. Based on the results of the investigation, the root cause of this complaint could not be identified for this complaint as no device was returned for investigation. Olympus will continue to monitor field performance for this device.